Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07583. Related manufacturer reference number: 2017865-2020-07620. It was reported that the patient died. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
As received only the connector portion of the lead was returned in one piece measuring 7.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.